Event description:
The stent was to be deployed distal to another stent, in the very calcified lad. However, it would not cross and when it was pulled back to the guide catheter, the stent dislodged. Upon further attempts to remove the device, the shaft broke and it had to be retrieved. Under fluoroscopy, no stent was seen in the coronary. The physician believes it ended up in the periphery. Reportedly, there was no pt effects.